Event description:
Dealer called stating that there was a death in this carroll series bed. He needed information to give to the facility report - no alleged malfunction of the bed.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model be1176-121, serial number/date code (B)(4). The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The user was a (B)(6). She resided at a facility, (B)(6). The resident's medical condition, stability and medication regimen are unknown. The resident's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the coroner ruled the death an accident. The assist rail was in the down position with the bed in the lowest position. The patient's right hip was between the rail and the headboard and the left hip was facing the ceiling. The patient's head and face were on the floor and the coroner believes that the diaphragm was depressed and she suffocated. The patient did have a bed alarm but because she was laying on the alarm it depressed it. Invacare received copies of the facility's incident report. Upon doing rounds at approximately 3 am, the psw found the resident hanging off the bed - torso on the floor, right leg still on the bed by the 1/2 bed rail. Psw was unable to lift resident alone, ran for help, another psw came and together they lowered the resident to the floor. Resident was not breathing. Body was warm to the touch. Registered staff came and called 911. Paramedics and fire department responded. Coroner and police called by paramedics. Invacare consumer affairs spoke with the facility administrator - (B)(6). (B)(6) advised that the coroner did rule the death accidental. (B)(6) confirmed that the bed did not malfunction. The date of the incident is (B)(6) 2012. The bed is in working condition and has been put in circulation. The system was working to manufactures specification. The mattress was non invacare. It was a waterloo standard foam mattress. Invacare consumer affairs has requested additional information from the facility such as resident's contributing medical conditions, maintenance records of the bed system and repair history for the last six months, a copy of the coroner's report, the last time the resident was checked by a nurse and to identify the entrapment zone which applies to this incident.